Event description:
A consumer allegedly was seriously injured when he fell from a lift.

Manufacturer narrative:
MFR rec'd a summons alleging a serious injury involving a pt lift. The summons alleges that during a transfer by a caregiver, a pt fell from the sling and sustained a serious injury. No details of this alleged injury were provided in the summons. No model or serial number was initially provided as well. MFR obtained info resulting in identifying the products as invacare's. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. Device has been in service for over 4 years. Device maintenance and service history are unk. MDR filed based on alleged serious injury.